Event description:
When the antecubital IV was removed from the pt, the catheter tubing was found to be broken off at the hub and remained in the pt's vein. The pt went to the operating room to have the catheter removed. The pt was discharged the same day and no harm to the pt occurred.

Manufacturer narrative:
The sample is available for evaluation. Additional info regarding this incident has been requested. Upon receipt of the sample and completion of the investigation, a supplemental report will be submitted. (B)(4).